Event description:
The site reported that when physician attempted to deflate the foley balloon at the end of the treatment, the balloon was discovered to have deflated. The pt was unaffected by the event, and to date no injury has been reported. This event is being reported because a similar event could cause a serious injury.